Event description:
The patient has two leads form the same lot number. It was reported the patient's peripheral field lead (off-label) which was placed in the lumbar/sacral area had migrated and coiled back towards the patient's ipg. X-rays confirmed the event. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.